Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had high impedances. The physician suspected that this was due to a fractured lead on the right side. The patient underwent a lead replacement procedure. The explanted lead was discarded by the medical facility.